Event description:
It was reported the bd syringe 20ml ll tip conv pak had foreign matter the following information was provided by the initial reporter: it was reported by the customer that a contaminant noted in syringe . Verbatim: rcc received a complaint via email. Email(s) attached. Please see the attached pictures for a contaminant noted in syringe 305617, lot 3150617. Requesting an rga to retrieve the carton and receive a credit.

Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the one sample and three photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample and photos. Analysis of the sample and photos showed that a string of plastic was adhered to the syringe plunger rod. Bd determined that the cause of the failure was related to our manufacturing process. The manufacturing associates for this product will be shown the sample for awareness. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Materials#: 305617, batch#: 3150617. It was reported by the customer that a contaminant noted in syringe. Rcc received a complaint via email. Requesting an rga to retrieve the carton and receive a credit. Response received. 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. 09/15/2023: hutchins received product from supplier (B)(4). 11/22/2023: hutchins shipped product to customer (large quantity via pallet). On (B)(6) 2024: customer reported contaminant (plastic?) Inside syringe. 2. How was the patient outcome? Are there any clinical signs, health consequences or impact? No patient or health consequence reported by our customer 3. Any physical sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Please email return shipping label to me at this email address customer address: (B)(6).